Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission and an error message was observed. It was suggested to clear the error message by reprogramming the nominal settings. The patient was seen in clinic. Upon interrogation, it was noted that the error message had disappeared. There was no pop up which prompted the user to return to nominal settings or indication that device reset had occurred. Session records were provided for review. No intervention has been performed and the device remains implanted. The patient was stable.